Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displays or is unable to display ECG leads. There was no patient harm.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to philips that the device displayed a "rl" (right leg) error which impacted the ECG leads waveform. There was no patient impact reported. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was in use at the time of the reported issue.